Event description:
The reporter contacted animas on (B)(6) 2012, and stated the keypad buttons were unresponsive. The reporter denied damage to the keypad or trauma to the pump. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons were responsive and had normal spring back and click. Keypad testing was unable to confirm or duplicate unresponsive keypad complaint. The keypad cover was removed for investigation and revealed no contamination or defects. The pump cover was removed for investigation and revealed that the keypad connector latch was not closed properly.